Event description:
Customer reported an intermittent saturation error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage tank. System operates as intended.